Manufacturer narrative:
Patient city: (B)(6). Patient country: sweden.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced an adhesive issue event on 28-feb-2026. The infusion set tape was not sticking due to bad tape or glue. No further information available.